Event description:
Pt's mother alleged discrepant high results with the meter compared to the lab. Pt's mother has recent results within the last week (around (B)(6) 2012), but she is not sure of the dates. Last night ((B)(6) 2011) she got inratio inr=4.1; no lab comparison.

Manufacturer narrative:
Investigation pending.